Event description:
Discordant hcg, fe3 (unconjugated estriol) and afp results were obtained on three pt samples. The discordant results were not reported to the physician. The laboratory questioned the results after noticing a drip on the sample probe, and the samples were repeated. The repeat results were reported to the physician. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant hcg, fe3 and afp results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. After eval of the instrument, the fse pro-actively replaced parts of the sample probe assembly. However, the fse concluded that the cause for the discordant hcg, fe3 and afp results can not be determined. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. After eval of the instrument, the fse pro-actively replaced parts of the sample probe assembly. However, the fse concluded that the cause for the discordant hcg, fe3 and afp results can not be determined. The instrument is performing within specs. No further eval of the device is required.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. After eval of the instrument, the fse pro-actively replaced parts of the sample probe assembly. However, the fse concluded that the cause for the discordant hcg, fe3 and afp results cannot be determined. The instrument is performing within specs. No further eval of the device is required.

Event description:
Discordant hcg, fe3 (unconjugated estriol) and afp results were obtained on three pt samples. The discordant results were not reported to the physician. The laboratory questioned the results after noticing a drip on the sample probe, and the samples were repeated. The repeat results were reported to the physician. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant hcg, fe3 and afp results.

Event description:
Discordant hcg, fe3 (unconjugated estriol) and afp results were obtained on three pt samples. The discordant results were not reported to the physician. The laboratory questioned the results after noticing a drip on the sample probe, and the samples were repeated. The repeat results were reported to the physician. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant hcg, fe3 and afp results.

Event description:
Discordant hcg, fe3 (unconjugated estriol) and afp results were obtained on three pt samples. The discordant results were not reported to the physician. The laboratory questioned the results after noticing a drip on the sample probe, and the samples were repeated. The repeat results were reported to the physician. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant hcg, fe3 and afp results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. After eval of the instrument, the fse pro-actively replaced parts of the sample probe assembly. However, the fse concluded that the cause for the discordant hcg, fe3 and afp results can not be determined. The instrument is performing within specs. No further eval of the device is required.